Manufacturer narrative:
(B)(4) - secondary surgery, eval method results: a lens work order search was performed and no similar complaints were found within the work order. Medical review: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The pt in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increased in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions : based on the complaint history and the medical review, it is likely that the root cause was pt's age. The pt's age was not in the manufacture recommended age range. This constitutes an off-label use of the device; (B)(4).

Event description:
It was reported that the pt had a micl 12.6mm implantable collamer lens implanted in the right eye on (B)(6) 2008. As part of the post market study, the pt reported she had cataract and icl removed. The doctor's office stated the pt developed a nuclear sclerosis/anterior subcapsular cataract. The cause of the cataract was unk. Visual acuity 20/30 pre-op. The cataract and icl were removed on (B)(6) 2010. A competitor's lens was implanted. Pt's last visit was on (B)(6) 2010. Visual after explants 20/20. Pt doing well.